Manufacturer narrative:
The device subject of the reported event was not returned for evaluation. Without the return of the device, a cause could not be determined. There were no abnormalities noted during the pre-procedure check of the device. The etrap polyp trap instructions for use states, "inspect the package and device for shipping or handling damage, i.e., cracked clear vessel, bent, misshapen, or missing specimen retrieval strainer(s), cracked, torn, or missing connection tube. If damage is evident, do not use these devices, save them for return, and contact your local product specialist. Caution: hang trap, ensuring that the suction canister's tubing does not kink. Kinked tubing will prevent the etrap from functioning properly, or may decrease or eliminate the ability to suction effectively." Steris has offered in-service training on the proper use and operation of the etrap polyp trap device and is pending a response. The device history record was reviewed for the subject lot and no abnormalities were noted. A complaint review indicates this to be an isolated event for this lot of product. A follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported their etrap polyp trap was "not aligning" during a patient procedure and resulted in the polyps retrieved not being captured in the device's canister. The procedure was completed following a short delay. No report of injury.